Event description:
It was reported on (B)(6) 2025 a navitor valve was selected for implant using a small flexnav delivery system. The patient had moderate tortuosity. The valve was implanted. While attempting to remove the delivery system from the patient, it was noted that the guidewire was stuck in the nosecone of the delivery system. Force was applied guidewire to attempt to remove it from the delivery system, which caused the connection between the nosecone and the guidewire to break. The delivery system was in the aorta while the nosecone was in the left ventricle. The delivery system and guidewire were removed from the patient. There were no adverse effects to the patient. The patient was observed for a possible implantation of a permanent pacemaker. It was determined a pacemaker was not required, and the patient was discharged. The patient status was stable.

Manufacturer narrative:
An event of a stuck guidewire and radiopaque tip separation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported stuck guidewire could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a navitor valve was selected for implant using a small flexnav delivery system. The patient had moderate tortuosity. The valve was implanted. While attempting to remove the delivery system from the patient, it was noted that the guidewire was stuck in the nosecone of the delivery system. Force was applied guidewire to attempt to remove it from the delivery system, which caused the connection between the nosecone and the guidewire to break. The delivery system was in the aorta while the nosecone was in the left ventricle. The delivery system and guidewire were removed from the patient. There were no adverse effects to the patient. The patient was observed for a possible implantation of a permanent pacemaker. It was determined a pacemaker was not required, and the patient was discharged. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.